Event description:
Follow up information obtained identified the patient's scs ipg was replaced with a new one and the reported issue addressed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg was no longer stimulating and no longer communicated with the patient programmer or recharge system. Surgical intervention may be taken to replace the patient's scs ipg.